Event description:
At about 2 months and half after the primary, the patient came in reporting pain after a physical therapy session. The patient had also some gait issues. The surgeon noted that the cut performed during the primary was not the best so he decided to revise the patella implant and recut the patella to give a different orientation. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 september 2022. Lot 2012665: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2025-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.